Event description:
It was reported that the ilet displayed an unable to proceed during a supply change, associated with a dosing stopped alert for high blood glucose, and the user¿s highest reported blood glucose was 332 mg/dl; the event aligned with a failure to infuse and a motor stall alarm linked to the motor component, and the user resolved the issue by removing supplies, performing a dry run, replacing supplies, and successfully resuming insulin delivery. Symptoms included hyperglycemia. Outcomes included a delay to therapy. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications-related problem and a motor stall consistent with a failure to infuse, implicating the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
The event was initially assessed as non-reportable based on the complaint evaluation process in place at the time. Following system redevelopment, the event was re-evaluated and determined to be reportable. This submission is being made outside the 30-day timeframe and may be considered late, as the reportability determination occurred after the original awareness date. Procedures have been updated to support more timely identification going forward.